Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer stated they had a high blood due to catheter detachment. The customer was at discomfort and had ketones. The customer was treated with the syringe. It was reported that the self test, device verification test and high pressure test was pass. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.